Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Customer discarded complaint sample.

Event description:
(B)(6) 2014 the affiliate reported: complaint sample was discarded by the customer. Please proceed with the investigation accordingly

Event description:
The affiliate reported "linting from surgical patties reported. Surgeon states small pieces of lint left in surgical site when patties removed. Patties from sinus custom pack and individual packs".

Manufacturer narrative:
Upon completion of investigation a follow up report will be filed.